Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing by the right ventricular (rv) lead. The lead was reprogrammed and remains in use. It was further reported that the implantable cardioverter defibrillator (ICD) inappropriately discriminated the t-wave there-by allowing the patient to be inappropriately shocked. The device was removed and a new device was implanted. The new device¿s t-wave discrimination algorithm was adjusted based off of the previous device¿s settings. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed with no anomalies found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.